Event description:
It was reported that the pacemaker recorded false episodes of atrial tachy response (atr) due to farfield r-wave oversensing. An email was sent to the clinic recommending further review. No adverse patient effects were reported. The device remains implanted and in service.